Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned device revealed that the working length was damaged, the distal pierced hole (tome's extrusion) was found torn, therefore this last condition displaced the cutting wire causing the wire anchor to be partially dislodged from the extrusion. The distal tip and the distal working length were found split. It was found during the investigation of the returned device that the wire anchor was dislodged. According to the information reviewed in this case there is no evidence of manufacturing issue or mishandle of the device. This type of damage is associated with a known design limitation of the device in which under certain scenarios of usage the catheter can tear, this is an anticipated failure mode within the risk documentation of the product. The conclusion code for this complaint will be assigned as design inadequate for purpose, since the problems traced to design or design features of the device that do not support or interfere with the intended purpose of the device. There is an investigation opened to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noticed that the cutting wire of the device won't bow completely. Reportedly, there was no visible damage noted with the autotome rx 44 and the issue was observed before and after the current was applied. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; wire anchor dislodged.